Event description:
On 08/2001 gliatech rec'd a letter from a consultant clinical specialist for sales and marketing. The letter described a visit that she made to a surgeon who reported that he had observed an adverse event for one pt that had received adcon-l. The pt developed a postoperative deep wound infection. Per the clinical specialist "he had a lumbar disc that reherniated at about 6 months". At reoperation, adcon-l was applied and two days postoperatively the pt experienced "extreme pain followed by fever". At reoperation, a massive infection was detected and determined to be pseudomonas. The wound was debrided, flushed completely, and irrigated with antibiotic solution. This procedure resolved the pain, however, the pt never returned to their preconditioned status. The pt was an active tae kwon do expert, dirt bike rider and a formal body builder. Pt had a history of lumbar discectomy and 2 hip replacements prior to the age of 40. Subsequent to their lumbar discectomies pt had another hip replacement.